Manufacturer narrative:
The field service engineer (fse) found a clog at port wm 10 of the blood sampling valve (bsv). Port wm 10 is the port for the self-cleaning process of the bsv. The fse flushed the clog from port wm 10 of the bsv and the instrument ran without any leaks. The repairs were verified per established procedures. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to carryover at the bsv. (B)(4).

Event description:
The customer reported a leak inside the lh500 instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.